Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the screen was not responding to the stylus, the stylus did not align with the cursor. The connections on the xy board were reseated and the stylus was then calibrated. The device passed its functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was not responding to the stylus touch pen. It was further reported that the pen was changed out but the issue did not respond. The programmer was returned for service. No patient complications have been reported as a result of this event.